Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer received a result of 305 mg/dl on the active system, and a result of 110 mg/dl on a professional active system within 10 minutes. No actions taken based on device results. No adverse event reported.